Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and exchange of textured breast implants due to the patient¿s concern with the product.

Event description:
Patient reported "exchange due to concern with the product". Healthcare professional reported "capsular contracture baker grade IV". Device remains implanted. This record is for the left side.

Event description:
Device has been explanted.